Event description:
It was reported patient after she had her spinal cord stimulator (scs) device put in she noticed that her interstim device was not working. Patient services clarified and patient stated her symptoms returned and she was going to the bathroom like 20 times in an hour.the indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Event description:
Additional information received from the patient reported that the falls were not related to the device or therapy. The patient had a balance problem for many years and also had seizures. The patient also noted that strobe lights caused seizures. Steps taken to resolve the return of symptoms included having had therapy and trying different medications. Both problems had improved a lot. The patient noted that mostly when she was tired, stressed or her pain got bad she would have some problems.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported that there none steps were taken to resolve the return of symptom. The patient return of symptom has not been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.